Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer states that the seat frame has broken where the seat upholstery attaches. Consumer welded it some time ago which voids out the warranty.